Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the dirt/foreign material observed on the adhesive around the light guide lens was no identified and a definitive root cause of the issue could not be determined, however, the issue was like the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the colonovideoscope was found to exhibit foreign material on the adhesive around the light guide lens. There was no patient involvement, and no harm reported as a result of the event.